Manufacturer narrative:
UDI - not required for product code. 510(k) - k130520. The actual sample was received for evaluation. Visual inspection revealed some cracks on the base of the water ports on the oxygenator. White substance was found adhering inside the water channel. No deformity, no break, or no other anomaly was observed in the remainder part of the actual sample. The heat exchanger was separated from the oxygenator module, and then the inside of it and the outer surface of the inner pipe were inspected visually with ccd. Viscous substance was found adhering to them. The white substance (found inside the water channel) and the viscous substance (found inside the heat exchanger) were subjected to qualitative analysis by ft-ir. The obtained ir-spectra showed that the white substance was a mixture of polycarbonate (pc), phthalate, and zinc stearate, and the viscous substance was a mix of phthalate and abs resin. Based on this, it was presumed that dissolution of the oxygenator housing (pc) and the inner pipe of the heat exchanger (abs) had occurred. In the manufacturing process, it was confirmed that phthalate and zinc stearate were not used. Elemental analysis of the white substance and the viscous substance by sem-edx detected plenty of cl in both of them. Based on the above analysis results, it was likely that the cl was extracted from the pvc tube and phthalate and zinc stearate were the plasticizer and stabilizer of the pvc tube respectively. In the manufacturing process, it was confirmed that no work was performed to flow liquid through pvc tube into the water channel of this product. A review of the device history record and incoming inspection records of the involved product code/lot number combination revealed no findings. IFU states: start water circulation through heat exchanger and circulate for at least 5 minutes. Check for leaks. Do not use an oxygenator that leaks. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that some drug solution was flowed into the water channel causing chemical crack near the water ports, which resulted in the leakage. However, the exact cause of the reported event cannot be definitively determined based on the available information. The facility suspected that the constant temperature water bath contributed to the leak (for some chemical reason), and asked (B)(4) to investigate. Their preliminary report indicated that chemical crack was unlikely to have occurred. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. During preparation of cv circuit, the water ports were checked for a leak by applying air pressure according to routine procedure, and then water was circulated. In 30 minutes, water was found leaking at the housing of oxygenator. Cracks occurred near the water ports and extended gradually. The product was changed out. When gas tube was detached, water was found leaked from gas inlet port. The leaked water had strange machinable odor. The water was collected completely by (B)(4), manufacturer of constant temperature water bath. It was the first time the involved constant temperature water bath was used in field.